Manufacturer narrative:
A replacement adapter was sent to the customer. Should additional information or the original product be received, resulting is new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
Customer called in to report that plug that goes into the wall had a plastic piece around it that is black. It has cracked and won't plug into the wall correctly.